Event description:
A field service engineer (fse) reported approximately 40 microliters of fluid leaked from the bottom tubing of the erythrolyse pump from the customer's coulter® lh 750 hematology analyzer. The fse stated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak.. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). The field service engineer (fse) evaluated the instrument and confirmed a leak coming from the tubing at the bottom of the differential lytic reagent pump. The fse proceeded to replace the pump to resolve the leak. (B)(4).